Manufacturer narrative:
After further review of the details provided by the complainant the event description was corrected and the associated fields were updated. There were no changes to the investigation summary listed below. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately three days post implant, the chronic catheter allegedly detached and migrated to the ventricle. It was further reported that the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7fr d/l hickman catheter was returned for evaluation. Gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a complete subcutaneous break, more specifically, for complete break due to flexural fatigue, as the surface of break appeared smooth and manifested striations with no specific directionality and the break profile is slightly inclined. The split break surface is mildly granular and circumferentially aligned. These observations are consistent with characteristics of flexural fatigue. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the full break and/or the partial split in the catheter. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately three days post implant, the chronic catheter allegedly detached and migrated to the ventricle. It was further reported that the catheter was removed. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three days post implant, the chronic catheter allegedly detached and was replaced with a new catheter. There was no reported patient injury.